Manufacturer narrative:
A picture was provided by the customer revealing that the patient outlet was broken off. The fitting is screw fit, and cannot break off. It is fitted with a torque of 4.5m as instructed in pds 817 rev 003. It is possible for the patient outlet fitting to work loose with rough attaching, and removal of patient circuit, but it would only come out from underneath the label with force. In the picture provided by the customer the label is damaged where the patient outlet fitting has been forcibly removed. Based on the evidence of picture assessment, the part had not broken off, but has come loose through use and has been forcibly removed.

Event description:
Information was received indicating that a piece on a smiths medical pneupac parapac plus ventilator was reported to be breaking easily, and that the unit was dropped. There was information noting that this occurred during testing with no patient involvement. No adverse effects were reported.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The patient outlet tube was removed; however this fitting is a screw-fit component so it cannot be broken off from the unit. It is possible for this component to work loose during rough handling when outlet tubes are attached but would only fully remove from the outlet with force. The examination of the label around the patient area shows damage to the label indicating the component was removed due to force applied.